Event description:
Caller alleging low inratio results, 3 results, 1 lot, 2 meters, 1 pt. On (B)(6): inratio #1 (sn: (B)(4)) inr = 1.9. Pt was presenting with a bloody nose. Based on the symptoms the physician withheld coumadin. Pt was admitted to the hospital on (B)(6) for the bleeding. On (B)(6): lab = 6.9. Time between inratio and lab result was within 12 hours. On (B)(6): inratio #1 (sn: (B)(4)) inr = 2.4, inratio #2 (sn: (B)(4)) inr = 1.3, lab inr 3.2. Time between each test was within 3 hours. Therapeutic range unknown. On (B)(6): pt stable and discharged from the hospital. MDR #2027969-2014-00014 for s/n (B)(4).

Manufacturer narrative:
Investigation pending.